Event description:
The customer reported a leak of approximately 10 ml of cleaner from the area around the blood sampling valve (bsv) drip tray of the coulter lh 780 hematology analyzer. The customer was wearing gloves, goggles and a lab coat when the leak was discovered during maintenance and no exposure or injury was reported. No patient sample results were affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) performed shut down and found that during probe rinse, clenz would splash out of drip rinse cup of the probe wipe module. The fse noted that the drain tubing was pinched, preventing vacuum from clearing the rinse. The fse replaced the tubing and re-routed it to prevent any future restrictions. Repair was verified per established procedures and results met published specifications. The cause of the leak was due to a pinched tubing.

Manufacturer narrative:
(B)(4).